Event description:
The right ventricular (rv) lead was replaced due to a device system upgrade. During the extraction of the rv lead, the left ventricular lead was also extracted due to tissue ingrowth. The lv lead was not replaced. Both leads were returned to the manufacturer for analysis and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant medical products: 5524 implantable pacing lead: (B)(6) 1997; 5024m implantable pacing lead: (B)(6) 1997. (B)(4).